Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that the sg value data is limited as there are large gaps in the data, indicating that that user had not been using the system consistently. Customer care recommended that the user continue using the system, enter calibrations when the glucose is not changing rapidly, and perform a transmitter firmware upgrade. After the firmware upgrade was completed, the system was monitored and it showed that bg values fit sg trends well with occasional differences due to lag between sg and bg inherent to the sensing technology or calibrations entered during periods of rapid change. Customer care advised the user to calibrate when requested and to continue using the system. Per dms review, the system was in use with up-to-date information at the time of last interaction with the user.

Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.